Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that there was a left revision of a total hip due to fracture and dislocation.

Manufacturer narrative:
The reported event regarding disassociation involving an adm liner, cup and metal head was reported. Based on the provided information, the product reported in this investigation did not contribute to the event.

Event description:
It was reported that there was a left revision of a total hip due to fracture and dislocation.